Event description:
This event was created by a letter from the patient in response to a device tracking mailing. The patient received abdominal aortic aneurysm (aaa) repair via an ancure endograft system. The patient noted seven years post implant, the ancure endograft eroded through the aorta and was replaced with a new graft. To date no further adverse patient effects were reported.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this event will be updated.